Event description:
Healthcare professional, through distributor, reported "water damaged box" and "entire shipment is deemed compromised and cannot be used". This device was not implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: foreign material on implant.